Manufacturer narrative:
(B)(4) per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (se) (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The patient line had become inadvertently separated from the transfer set due to a loose connection. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 4. The patient line had reportedly become inadvertently separated from the transfer set due to loose connection. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised the hp to start over again using new supplies or to use manual bags. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.